Manufacturer narrative:
One 8f fast cath introducer and dilator were returned for analysis. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Functional testing revealed a leak at the valve. Additional testing revealed the hemostasis seal was torn at both ends of the mfg slit, which caused the leak. However, it is uncertain what caused the seal to tear.

Event description:
It was reported the introducer sheath leaked at the valve.